Event description:
It was reported that the product itself has different specifications from the outer packaging.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 stent kit in original sealed closed packaging. Upon removing components from packaging it was observed that the product packaging states stent size as 6fr x 26 cm and inside packaging 4.7 fr x 26 cm is included instead. Although an exact root cause could not be determined a potential root cause could be wrong line clearance. The DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the product itself has different specifications from the outer packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.